Event description:
Device 2 of 3. Reference MFR. Reports #: 1627487-2013-11515, 1627487-2013-11517. It was reported high impedance was found and ineffective therapy was present following an ipg replacement. The ipg replacement was reported under MFR. Report #: 1627487-2013-06978. The pt may undergo surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.